Event description:
The complaint states, "hcp states, "I wanted to report something about cinryze. We have to mix saline in the package with the vial and in the past 6 months, this happened 3 times, the medication is usually a vacuum that pulls the saline but it pulls really, really slow. And once you pull the drug the syringe, it's hard to pull, you almost can't even pull it. I am just reporting it to you guys just in case. No patients missed any doses due to this, they were still able to get their doses, it's just pulling really slow. It doesn't take an hour or so, but it's not like the regular way of doing it. I've mixed three vials and the first vial that I mixed was still not going and the other two vials had already finished mixing. I rotate it in my hands and it got there but was just slow and when I pull the drug from the vial, really hard to pull it. I gave him 3 vials but I only had issues with one vial. This has also happened three other times within six months."

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. No physical sample was provided. Sixty-two (62) retention samples from cinryze lot c4b002aa, which is representative of the filled parent lot c4b002, and two hundred-sixteen (216) retention samples from swfi lot m000648 were optically inspected. In addition, a lighthouse test of one (1) retention sample (c4b002aa) was performed. The inspected and tested samples were compliant with the requirements; no abnormalities have been observed. No root cause was identified, no corrective and / or preventive actions were applicable. The complaint is not confirmed. A review of the monthly report (feb 2025) for cinryze was also performed relative to the subcategory "withdrawing difficulty". The complaint rate for 2025 is approximately (B)(4) compared to 2024 (B)(4) and 2023 (B)(4).